Event description:
It was reported that this pacemaker exhibited suspected oversensed noise on the right ventricular (rv) channel for which therapy was disabled per physician discretion. Despite this, the health care professional (hcp) stated that atrial sensed signals were being undersensed due to falling into the blanking period of the ventricular channel. Technical services (ts) was consulted, upon review of the available information brief episodes of suspected oversensed noise in the right atrial (ra) channel were noted. Furthermore, high out of range pacing impedances were observed in the rv channel with values between 200 ohms to 3000 ohms. In addition, ts noted high counter rates in the rv and ra lead. Further in clinic evaluation and lead replacement were recommended along with reprogramming options. Furthermore; the hcp stated that there were known anomalies with the non-boston scientific ra and rv leads. Per physician discretion it was decided disable rv therapy and continue to monitor the existing ra lead. This pacemaker remains in service. No adverse patient effects were reported. Further information was provided stating that no adverse patient effects were reported, and continuous monitoring was going to be provided.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.